Manufacturer narrative:
On june 23, 2021, the mentor failure analysis lab received the device for evaluation. On july 9, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the siltex hpg, 350cc breast implant had a tear within an area of siltex cracking on the anterior view measuring approximately 1.4 cm. In addition, a line of shell wear was noted in the same aspect. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the patient also experienced left breast capsular contracture (baker grade unknown). The left breast capsule was thickened and scarred. Also, the left breast implant upon removal did not have an obvious leak in its wall, but there was a large amount of free silicone bleed around it. On (B)(6) 2021, the product investigation was updated. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the siltex hpg, 350cc breast implant had a tear within an area of siltex cracking on the anterior view measuring approximately 1.4 cm. In addition, a line of shell wear was noted in the same aspect. The gel bleed reported could not be confirmed due to the shell integrity was compromised for the rupture. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient, who's undergone primary breast augmentation with two 350cc mentor memorygel breast implants, suffered left breast implant rupture, post-procedure. The rupture was confirmed via mammogram and ultrasound. As a result, the patient underwent implant explantation and replacement with a non-mentor implant on (B)(6) 2021.